Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the ¿ok¿ and ¿up¿ arrow buttons were sticking and the keypad cover was peeling in the same area for about a month. Patient stated that there was no trauma to the pump and no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was peeling. Using the returned battery cap, the pump powered up with the appropriate audible and vibratory functions. The ¿down¿ arrow button responded properly while the remaining buttons responded intermittently. Removal of the keypad cover found contamination under all of the button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored. In addition, the battery compartment was cracked.